Event description:
It was reported by service report that the side rail would not latch properly and the brakes would not hold. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
(B)(4): spindle.